Manufacturer narrative:
The handpiece was received at the MFR for eval, and the service tech observed that the decorative screw was missing. Based on the investigation details, the reported event can be confirmed. The screw can loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back nut to loosen over time.

Event description:
It was reported that a screw fell out of the handpiece casing during testing. There was no pt involvement. There were no adverse consequences reported as a result of this event.